Event description:
(B)(6). Date of event: best estimate is (B)(6) 2010. According to the information received, a wholesaler reported that in boxes with item (B)(4) (speedicath 10 fr) there was both ch10 and ch14 catheters.

Manufacturer narrative:
Five boxes (labeled 10 french) of catheters were returned for evaluation. Out of the 150 received samples, 140 of the catheters were size 14 french. Only 10 catheters were size 10 fr. Based upon the product evaluation, this complaint is confirmed as reported.